Manufacturer narrative:
Reason for reoperation: rupture. Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". Later, healthcare professional reported "ruptured". This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii/IV." Healthcare professional later reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". This record is for the left side. Device remains implanted.